Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.

Manufacturer narrative:
Device was evaluated. Inspection of the device found a deep cut on the probe pink rubber. The ultrasound image was observed with 2 broken elements. The insertion tube, control body, light guide, ¿a-rubber¿, ¿a-rubber glue¿ and ultrasound monitor cord were determined to be non-olympus unit. Reported issue was confirmed. Probable cause attributed to users handling and maintenance issue. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
It was reported that during an unknown procedure the device was found with issue on the transducer and device is having a very bad poor image. There were no further detail provided regarding the reported event. No patient harm or impact was reported. No user injury reported.